Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) and a transvenous defibrillation lead experienced sensing problems. An invasive procedure was performed and the ICD was explanted. The reason for explantation was listed as both battery status "elective replacement indicator - eri" and sensing problems. The transvenous defibrillation defibrillation lead remains implanted. Implanted: 11/23/93, explanted: 04/19/96 (implanted 29 months)